Event description:
It was reported that the patient experienced loss of therapy. Lead facture was confirmed via x-ray. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of fractured lead was confirmed. Microscopic inspection of the lead revealed all wires were broken at 18.3cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.